Event description:
On (B)(6) 2017, a reporter for the patient (the patient¿s wife) contacted lifescan (lfs) alleging that the patient obtained error 2 messages on his onetouch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when the call was reviewed by medical surveillance. The reporter stated that from (B)(6) 2017, ¿all test strips were saying error2¿. The patient manages his diabetes with a combination of lantus and novolog insulin which he self-adjusts. It is not clear from the call whether the patient made any changes to his usual diabetes management routine after obtaining the error messages. The reporter indicated that about 11:30pm on (B)(6) 2017, the patient developed ¿hypoglycemia because he couldn't test¿; no physical symptoms were reported. The reporter stated that also at 11:30pm on (B)(6) 2017, she was able to help him take juice and food. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and based on the information provided, there had been no misuse of the meter. When the power button was pressed, the error 2 message occurred. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, i.e. Hypoglycemia with third party intervention, after the alleged product issue began.